Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a robotic laparoscopic gastrectomy, the surgeon was able to press the green button and squeeze the handle but the reload did not fire. It was also stated that there was a problem unloading the device. Another reload was used to complete the case. There was no patient injury.